Manufacturer narrative:
Other, other text: d10, h3 and h6 updated. Device evaluation: one device was returned for investigation in used conditions. The drain fitting was corroded, the tank cover cracked, a worn block assembly and the line cord was faded. The tank was then functionally tested by filling the tank with water and turning on the power switch. The customer complaint of the alarms being triggered but having no sound was confirmed. This was due to a faulty printed circuit board (pcb). The device was deemed beyond economical repair and will be scrapped. Device history review was not done as the device was beyond a year from the manufacturing date.

Event description:
It was reported that there was no audible alarm. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4:UDI section is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.